Manufacturer narrative:
H10: the device was intended for use in treatment and it was reported that the drill failed the drill test as the motor jams on e2 error. Device history review review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. A drill test was run with the returned drill. It did not exceed 75000 rpm and started smoking after a couple seconds of the test. There was also an abnormal noise. The noise and subsequent smoking of the drill is consistent with a broken motor shaft driver in the drill. The malfunction is most probably due to supplier / raw material fault.

Event description:
It was reported that anspach drill failed test as the motor jams, error occurred. No patient was involved. According to the investigation results, the drill did not exceed the 75000 rpm and started smoking. This is consistent with a broken motor shaft.